Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose the day prior. She explained that insulin continued to come out after letting go of the act button when filling the cannula. The customer's blood glucose dropped from 136 mg/dl to 48 mg/dl and stayed in the 40 and 50 mg/dl range the rest of the day. She treated with food and juice. She also reported that her blood glucose was high the day of the call. It was 371mg/dl when she woke up, then 381 mg/dl and then 486 mg/dl after lunch. The customer treated with syringe and went to 406 mg/dl. During troubleshooting, the customer declined to check the for set, site or insulin issues or perform the high-pressure test. The settings and history were accurate. The customer mentioned she wore the device during a mammogram. She confirmed being disconnected during rewind/prime and the drive support cap being normal. The customer was advised to change the entire set, reservoir, and insulin and treat per doctor's instructions.